Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise detected as ventricular fibrillation (vf) and received anti-tachycardia pacing (atp) due to this, which was reproduced when the patient pressed her hands together. The lead also had a rise in shock and pacing impedance with a fall in amplitude, and oversensing, all due to visible insulation damage on the lead body. The patient underwent surgical intervention to abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Allegations (electrical and physical) were confirmed with observation of insulation damage consistent with lead-on-lead contact. Returned segment resistances measured normal indicating all conductors are intact. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise detected as ventricular fibrillation (vf) and received anti-tachycardia pacing (atp) due to this, which was reproduced when the patient pressed her hands together. The lead also had a rise in shock and pacing impedance with a fall in amplitude, and oversensing, all due to visible insulation damage on the lead body. The patient underwent surgical intervention to abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.